Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that plugged it in and console began beeping. Team replaced it with a different hand piece and issue stopped. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit - visual : scratched/nicked. Functional : will not rotate discrete electrical component. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that when the micro tornado hp w handcontrol device was plugged in, the console started beeping but stopped when the device was replaced. During in-house engineering evaluation, it was determined that the device would not rotate and had discrete electrical component. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.